Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum). The root cause of this patient¿s peritonitis cannot be determined; however, there was no indication this infection was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though laboratory results were unknown, a reduction in symptoms in response to antibiotic therapy is evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, this 37-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were hospitalized due to the inability to drain during pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 for the inability to drain during pd therapy, abdominal pain, and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were obtained in the hospital (date unknown); however, the hospital did not provide the patient¿s outpatient clinic with laboratory results. The patient was diagnosed with peritonitis due to unknown etiology and their drain complications were attributed to this infection. Though the cause of this infection was unknown, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event while remaining asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, this 37-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they were hospitalized due to the inability to drain during pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 for the inability to drain during pd therapy, abdominal pain, and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were obtained in the hospital (date unknown); however, the hospital did not provide the patient¿s outpatient clinic with laboratory results. The patient was diagnosed with peritonitis due to unknown etiology and their drain complications were attributed to this infection. Though the cause of this infection was unknown, there was no indication this patient¿s adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient is recovering from this event while remaining asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.